Event description:
Healthcare professional reported a right side deflation on textured saline implants. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe, as it is not related to the device. Deflation: observed, opening on valve bond edge side assessed, as unidentified (tear) opening. As per the investigation procedure: observed, broken on plug strap side assessed, as unidentified (tear) opening. And particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, a right side deflation on textured saline implants. Device has been explanted and replaced.